Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent high blood glucose while using the ilet, with cgm values up to 346 mg/dl and a fingerstick of 417 mg/dl, alongside reported cgm intermittency and erratic readings and concerns about the infusion set and tubing including site leakage and ¿kinky¿ tubing; the user performed multiple set changes, calibrated with a fingerstick, hydrated, and was advised to check ketones and replace infusion supplies as needed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available information was insufficient to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.